Event description:
It was reported to philips that the device gave a check vent alarm cooling fan speed error. This event was reported to have occurred during patient use. The vent was swapped with an alternate vent with no patient issues. The customer spoke with a philips remote service engineer (rse). The customer reported error code 1125. The cooling fan was running, rpm = 4125, in tolerance. There were no obstructions to the fan or the fan cover. The rse advised replacing the cooling fan and provided the part number.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the cooling fan to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.